Event description:
It was reported that the surgeon noticed small flakes/specks in the operative field during the da vinci si hysterectomy procedure. The cadiere forceps instrument was removed and sent to central processing. The surgeon irrigated and suctioned the cavity to remove the debris. Nicks were noted on the instrument shaft in central processing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. Attempted to contact the site for more information; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2013. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. There was no indication that the instrument caused or contributed to an adverse event. However, this complaint is being reported because small flakes/specs were observed in the operative field that required suction and irrigation and nicks were observed on the instrument's shaft. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.